Manufacturer narrative:
The field service engineer evaluated the device and performed oxygen (o2) pressure calibration due to error codes. The ventilator passed extended self test (est) and was ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator shut off by itself during patient use. The patient was removed from ventilator and there was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.